Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white particles inside the device. Leak test was performed and found opening on the device leak test was performed and found opening on the device. A microscopic analysis was performed which identify sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge to an unidentified (tear) opening.

Event description:
Device has been explanted.